Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to the 15th september 2013. Multiple manual power ups, some of ten minutes duration, were observed in the device memory on the (B)(4) 2013. The pad-pak was removed and reinstalled on several occasions. The device failed several self-tests due to a low battery between (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was switching on automatically.